Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer's mother felt that the insulin pump was not delivering any insulin. It was stated that the insulin pump will be uploaded into care link. Nothing further was reported.